Manufacturer narrative:
Technician found worn brake casters on the stretcher. The technician replaced the brake casters and the hex rod to resolve the issue.

Event description:
Technician alleged that the brake casters are not holding. No alleged injuries by the account.